Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 1 month after the dental implant and bridge were placed in ada site 6 in the mouth, the implant did not integrate in this overprepped site and was removed. A different implant was then placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that over 1 month after the dental implant and bridge were placed in ada site 6 in the mouth, the implant did not integrate in this overprepped site and was removed. A different implant was then placed. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).